Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device location of device: through right fallopian tube/ failure to occlude fallopian tube") and pelvic infection ("pelvic infection") in a (B)(6) year-old female patient who had essure (batch no. 12615308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy, asthma, sexually transmitted disease, varicella and mental disorder. Patient denies constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included constipation, ovarian cyst, vulval itching, vulval burning sensation, vaginal odor, acid reflux (esophageal), diarrhea, broken bones, motion sickness, head injury, anxiety, depression and arrhythmia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ left lower quadrant pain") and vaginal infection ("other injury(ies) or complication please describe: vaginitis"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), the first episode of tooth disorder ("teeth problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), adenomyosis ("autoimmune disorder type of disorder: myosis / adenomyosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: leg and arm numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery ((B)(6) 2016(hysterectomy with bilateral salpingectomy)) and surgery ((B)(6) 2016(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pelvic infection, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia, adenomyosis, bladder disorder, urinary tract disorder, migraine, headache, nausea, the last episode of tooth disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: current weight (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 1990: left fallopian tube not occluded; on (B)(6) 2012: left fallopian tube remains non occluded; on (B)(6) 2012: bilateral tubal occlusion ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, dysmenorrhea, vaginal discharge, vaginal infection, pelvic pain, headaches, nausea, dyspareunia. Most recent follow-up information incorporated above includes: on 20-jun-2018: from pfs events " abnormal bleeding (vaginal, menorrhagia), pelvic infection, myosis / adenomyosis, bladder or urinary problems or changes, migraines, headaches, migration of essure device location of device: through right fallopian tube, nausea, dental problems, leg and arm numbness,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, weight loss, vaginitis" are added. Patient, reporter and product information are added. Concomitant and historical condition are added. Lab data added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device location of device: through right fallopian tube/ failure to occlude fallopian tube") and pelvic infection ("pelvic infection") in a 37-year-old female patient who had essure (batch no. 12615308-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy, asthma, sexually transmitted disease, varicella and mental disorder. Patient denies constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included constipation, follicular cyst of ovary, vulval itching, vulval burning sensation, vaginal odor, acid reflux (esophageal), diarrhea, broken bones, motion sickness, head injury, anxiety, depression and arrhythmia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ left lower quadrant pain") and vaginal infection ("other injury(ies) or complication please describe: vaginitis"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), the first episode of tooth disorder ("teeth problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), adenomyosis ("autoimmune disorder type of disorder: myosis / adenomyosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), the second episode of tooth disorder ("dental problems"), hypoaesthesia ("neurological conditions or problems type: leg and arm numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (B)(6) 2016(hysterectomy with bilateral salpingectomy)) and surgery (B)(6) 2016(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pelvic infection, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia, adenomyosis, bladder disorder, urinary tract disorder, migraine, headache, nausea, the last episode of tooth disorder, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, the first episode of tooth disorder and the second episode of tooth disorder to be related to essure. The reporter commented: current weight 166 lbs diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 1990: left fallopian tube not occluded; on (B)(6) 2012: left fallopian tube remains non occluded; on (B)(6) 2012: bilateral tubal occlusion ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, dysmenorrhea, vaginal discharge, vaginal infection, pelvic pain, headaches, nausea, dyspareunia. Most recent follow-up information incorporated above includes: on b)(6) 2018: update of information (batch not invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report .

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device location of device: through right fallopian tube/ failure to occlude fallopian tube") and pelvic infection ("pelvic infection") in a 37-year-old female patient who had essure (batch no. 12615308-invalid , 882165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy, asthma, sexually transmitted disease, varicella, mental disorder, nipple discharge, mood altered and mood altered. Patient denies constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: paragard and mirena. Concurrent conditions included constipation, follicular cyst of ovary, vulval itching, vulval burning sensation, vaginal odor, acid reflux (esophageal), diarrhea, broken bones, motion sickness, head injury, anxiety, depression and arrhythmia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ left lower quadrant pain") and vaginal infection ("other injury(ies) or complication please describe: vaginitis"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("teeth problems/dental problems"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), adenomyosis ("autoimmune disorder type of disorder: myosis / adenomyosis"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), hypoaesthesia ("neurological conditions or problems type: leg and arm numbness"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery ((B)(6) 2016(hysterectomy with bilateral salpingectomy)) and surgery ((B)(6) 2016(hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pelvic infection, alopecia, tooth disorder, abdominal pain lower, vaginal haemorrhage, menorrhagia, adenomyosis, bladder disorder, urinary tract disorder, migraine, headache, nausea, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 166 lbs (B)(6) 2012:the hysteroscope was inserted and both ostia were visualized. The essure devices were easily placed.at least 3 coils were visualized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jan-1990: left fallopian tube not occluded; on (B)(6) 2012: left fallopian tube remains non occluded; on (B)(6) 2012: bilateral tubal occlusion . ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, dysmenorrhea, vaginal discharge, vaginal infection, pelvic pain, headaches, nausea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet received. Lot number received. Historical conditions added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), device dislocation ("migration of essure device location of device: through right fallopian tube/ failure to occlude fallopian tube") and pelvic infection ("pelvic infection") in a 37-year-old female patient who had essure (batch no. 12615308-invalid , 882165, 1265308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy, asthma, sexually transmitted disease, varicella, mental disorder, nipple discharge, mood altered and mood altered. Patient denies constipation, diarrhea, and dysuria. Previously administered products included for an unreported indication: paragard from 2009 to (B)(6) 2011 and mirena from 2007 to 2009. Concurrent conditions included constipation, follicular cyst of ovary, vulval itching, vulval burning sensation, vaginal odor, acid reflux (esophageal), diarrhea, broken bones, motion sickness, head injury, anxiety, depression, arrhythmia, migraine, headache, vaginal discharge and body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 2 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ left lower quadrant pain/ left lower quadrant abdomen pain") and vaginal infection ("other injury(ies) or complication please describe: vaginitis"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/sometimes it was spotting and sometimes it was severe bleeding"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced adenomyosis ("autoimmune disorder type of disorder: myosis / adenomyosis") and hypoaesthesia ("neurological conditions or problems type: leg and arm numbness"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced nausea ("nausea"), fatigue ("fatigue") and weight decreased ("weight gain / loss specify which one: weight loss"). In 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), tooth disorder ("teeth problems/dental problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines") and headache ("headaches"). The patient was treated with antibiotics, surgery ((B)(6) 2016(hysterectomy with bilateral salpingectomy)). Essure was removed on(B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, pelvic infection, tooth disorder, abdominal pain lower, adenomyosis, bladder disorder, urinary tract disorder, migraine, headache, nausea, hypoaesthesia, dyspareunia, vaginal discharge, fatigue, weight decreased and vaginal infection outcome was unknown, the alopecia and dysmenorrhoea was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, adenomyosis, alopecia, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 166 lbs. (B)(6) 2012:the hysteroscope was inserted and both ostia were visualized. The essure devices were easily placed.at least 3 coils were visualized diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 1990: left fallopian tube not occluded; on (B)(6) 2012: left fallopian tube remains non occluded; on (B)(6) 2012: bilateral tubal occlusion. ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; abdominal pain, dysmenorrhea, vaginal discharge, vaginal infection, pelvic pain, headaches, nausea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Lot no. Added. Outcome of event hair loss and dysmenorrhea was updated to recovering/ resolving and abnormal bleeding to recovered/ resolved. Historical drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("teeth problems"), infection ("infections") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, tooth disorder, infection and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, infection, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.